Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective degassing membrane. The fse replaced the degassing membrane to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false ion selective electrolytes (ise) patient results which include sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) on their au5800 clinical chemistry analyzer. The customer stated that the instrument generated ise quality control drift low at the time of the event. The customer repeated the sample and obtained a result considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.